Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015- additional information was received from a healthcare provider via ispr (implantable systems performance registry) that on (B)(6) 2015 examination/palpation diagnostic results showed an exposed suture at the lumbar site but no erythema. The outcome of the event was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a physician via (B)(6) registry regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver baclofen 250mcg/ml at a dose of 56.23mcg/day and morphine 10mg/ml at a dose of 2.249mg/day. On (B)(6) 2015, an abscess of the suture at the lumbar site was noted. Bactrim ds one orally twice daily for 7 days was prescribed. The event severity was 'mild' and possibly related to the device or therapy and related to the implant procedure. The event outcome was ongoing. Additional information was received via (B)(6) registry. The patient's medical history included: coronary artery disease (cad), hypertension (htn), diabetes mellitus, anxiety, depression, sleep apnea, osteoarthritis, insomnia, and mrsa. The lot number of the compounded baclofen was "102202015@17." No concomitant medication was given.